Event description:
Clip found when cleaning gastroscope. Investigation revealed scope was reprocessed but clip was stuck in channel. Scope was initially used with clip for patient (B)(4). The scope was reprocessed and subsequently used for add'l patients with clip unknowingly in the channel. The scope was used for egd procedures for the following patients: (B)(6). Visual competency conducted by resource coordinator for cleaning endoscopes was performed on (B)(6) 2016 and tech accurately met all cleaning processes to adequately clean scope. Letter sent to patient advising of issue and to see pcp or endoscopy md.